Manufacturer narrative:
Lot number: potential lot 200309c and 200605c. Expiration date - 2025-02 and 2025-05. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - march 9, 2020 and june 5, 2020. Initial reporter name - mr./ms. Miyake and mr./ms. Ono. Phone number - unknown. The actual device has not been returned for evaluation. Reference photos of the actual sample showed 1 piece unblistered needle wherein inside surface of protector had a deep, long scratch and cannula tip was bent at 40um. As confirmed by tc, the sample was received with the needle already removed from being punctured to the protector. In addition, traces of usage were observed wherein clear foreign matter was noted near the needle tip. Based on the results of our investigation, most likely, the complaint occurred during protector recapping which resulted to scratch on protector and bent cannula tip. Evident usage was observed on actual sample. Retention samples were visually inspected, and no protector puncture was observed. Lot history file revealed several protectors misalign after protector pressing was encountered during needle assembly wherein the affected products were taken out and discarded. In-process visual inspection conducted during needle assembly and packaging process showed no noted nonconformity related to the complaint. Our needles are assembled under validated parameters using automated machine. The function of inspection system and sensor detection is challenged thru dummy checking. Furthermore, qc outgoing inspection wherein part of the check items is protector puncture showed all samples passed. (B)(4).

Event description:
The user facility reported that the after the user collected blood using the syringe connected to the winged needle, the user changed the needle to neolus 21g to dispense to the culture bottle. At that time, as the needle was punctured through to outside of cap, a nurse grabbed the cap and resulted in the injury in the nurse's left finger. Since it was occurred before opening the cap, reported as a defect. The injury condition is light and not infected, only treated by a band-aid. The use has not acted in an overbearing manner. Based on the report from the hospital, no adhesion of body solution of the patient infected with hepatitis b, hepatitis c and hiv/aids.